Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Event description:
Update (B)(4) 2013 - sales rep reported revision surgery. Reason for revision unknown. Should we receive additional information, we will update as necessary. There is no new additional information that would affect the investigation. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip implant on his left hip.. On or about (B)(6) 2009, patient began having pain, weakness, swelling, soreness, and numbness in his hip area, as well as locking of hip components and increased metallic ions in his bloodstream. Additionally it is alleged the patient will require revision surgery of the left and right hips.

Manufacturer narrative:
Depuy still considers this investigaton closed.